Event description:
It was reported that the filter of a non-dehp 0.22 micron extension set cracked and the set leaked from an unspecified location. The reporter stated that they also noticed that the filter configuration changed and appeared shriveled, ¿like a raisin.¿ the drug that was intended to be administered was etoposide. Patient involvement and the step of setup or therapy during which this occurred were not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.